Event description:
An acute dialysis patient had a "full cardio-pulmonary arrest" about twelve minutes after initiating hemodialysis treatment. The rapid response team was called. The patient's status was "dnr/dni", so he was not resuscitated. He expired a few minutes later. Neither the physician nor the nursing staff believes that a failure of a gambro device caused or contributed to the patient's demise. The phoenix machine was inspected by a gambro service technician and no problems were found. The disposable products in use during treatment have been discarded. They will not be returned to gambro.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation. Retained blood tubing samples from the same lot number reported 1000000504 were visually inspected, and functional and dimensional testing was performed and no failures were detected.